Event description:
A user facility reported that a compromised image was noted with the hd endoeye laparo-thoraco videoscope. During a standard service inspection of the customer returned device, objective lens adhesive part peeling was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the adhesive part of the objective lens came off due to handling. In addition, missing curved rubber joint was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the device investigation, the root cause could not be determined, however, it is possible that the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.